Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he thinks he put too much insulin into his body earlier today. Customer stated that he put in 26 units of insulin. Customer's last blood glucose was 520 mg/dl about an hour ago. Customer stated that he had a previous issue with steroids, but he thinks that he might not have bolused for dinner. Customer took a bolus for the max and then a manual injection for 8-9 units. Customer is running a temp basal and it is showing an amount of 2.25 for 18 hours. Customer's blood glucose level is now 430 mg/dl. Customer increased it a little bit to 446 mg/dl. Customer declined to troubleshoot as he knew what the issue was. Customer was advised to monitor the pump.